Event description:
Per complaint (B)(4), it was reported that a dental implant's internal hex was deformed upon initial implacement. The implant was removed, and the procedure was completed within the same visit. No adverse patient consequences were reported.